Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number:(B)(4), batch/lot number: 5013532, model/catalog description: linear st lead kit 50 cm.

Event description:
It was report that the patient's leads were implanted at the wrong level. The patient underwent an explant procedure.